Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue include patient non-compliance/touching or picking at the wound, implanting a non-sterile device, not irrigating the incision site with an antibiotic solution before closure, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, implanting an expired device, off-label use, and the patient being a poor candidate due to age, weight, health, or mental capacity. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling in the area of the neurostimulator. An explant procedure was performed on (B)(6) 2025. No further issues have been reported.